Manufacturer narrative:
A field service engineer (fse) went on-site and confirmed that rbc was low on controls. Fse found rbc bath overflowing due to worn peristaltic pump tubing, aspirate syringe, worn fluidic filters, and possible debris behind aperture housing. Fse replaced all worn filters, syringes, check valves, and some worn tubing. Fse also bleached baths and apertures for an extended period to clean rear section of bath/aperture housing. The instrument was then performing within specifications. The cause of this event is attributed to worn peristaltic pump tubing, aspirate syringe, worn fluidic filters, and possible debris behind aperture housing. Rbc recovered low on controls, which alerted the customer to an instrument problem. (B)(4).

Event description:
A customer contacted beckman coulter (bec) to report a leak of approximately 7cc from a coulter act diff analyzer. The customer also reported rbc was low on controls. The customer was wearing gloves at the time of the event. No injury or exposure was reported. No patient samples or results were affected.